Event description:
The patient had a resolute integrity drug eluting stent implanted in an unknown vessel. There was no alleged product issue during implantation. It is reported that, 12 months post stent implantation, there was an aneurysm at the inlet of the stent, and the patient had an extensive mi after stopping clopidogrel.

Manufacturer narrative:
Patient has been prescribed coplavix 12/12 duration but patient ran out of prescription 1 week prior to presentation and switched it to aspirin. The previously reported aneurysm occurred approximately 11 months post index procedure just proximal to the inlet of the stent. Patient developed thrombus within the aneurysm after switching from dapt to aspirin, had a delayed presentation anterior stemi, on presentation the patient had anterior q waves and was pain free after given gtn. The mi and aneurysm was treated for 48 hours with IV tirofiban and dapt, bisoprolol. Patient developed severe global lv dysfunction with akinesis in the distal and apical segments. Nyha class I with bisoprolol, perindopril and spironolactone. Patient did not have any medical history that may have made them more prone to the event. Cine image review: images have been returned from the account. Images have been reviewed and confirms the presence of a possible aneurysm in what appears to be the lad vessel after the bifurcation of the diagonal vessel. The images show a thrombosed aneurysm in the vessel. The images confirm the presence of the aneurysm and the thrombus. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.